Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 10mm proximal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified common iliac artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during fist inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified common iliac artery. A 7.0 mm x 40 mm x 135 cm (4f) sterling balloon catheter was advanced for dilatation. However, during fist inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.